Event description:
It was reported the epg (external pulse generator) has a broken connector. The case is also cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the atrial output connector was broken and the lower case was broken. It was also noted that the upper case and ring cover were broken, the battery release, lead flex cover and battery drawer were contaminated, one bail cover was broken, one bail cover was missing, three case screws, both bail covers and ring cover were missing, one board flex cable was damaged, the battery contacts were compressed, and the keyboard was scratched.